Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified the master tool manipulators (mtm) on surgeon side consoles (ssc) 1 and 2 and no problems were found during testing. The system was tested and verified as ready for use. A review of the site's complaint history revealed no additional events related to this product. The event was verified upon troubleshooting with the customer. A review of the logs was performed. Per the review, an inguinal hernia ¿ unilateral (general surgery) was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a surgeon side console (ssc) was in an unacceptable state after the start of the procedure as the right master tool manipulator (mtm) was not functioning. The surgeon aborted to a single ssc after the start of the procedure due to the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer observed the right master tool manipulator (mtm) on the second surgeon side console (ssc) was not working. The customer confirmed the left mtm was working properly. The staff proceeded with the first ssc. The ethernet cable was connected but the system was not showing an onsite connection. The customer verified there were no blockages on the mtm and explained there were no errors on the system or mtm prior to calling. The technical service engineer (tse) recommended power cycling the system but the staff did not want to power cycle at that time because the procedure was ongoing. The tse recommended the staff power cycle the system after the procedure completed. The customer requested the field service engineer (fse) to follow up. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.